Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 470 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was not treated for the high blood glucose yet. The customer was mentioned insulin pump had motor error alarm. The device will not be returned for analysis.